Event description:
The recipient's hearing performance with the device is affected. Imaging confirmed that the electrode array is not completely inserted in the cochlea. At a revision surgery on (B)(6) 2021 it was confirmed that the electrode had been pushed out due to soft tissue, fibrotic growth and 2-3 channels were found extra-cochlear. Despite efforts the array could not be inserted any further and therefore it was left in place at the same insertion depth.